Event description:
It was reported that the patient presented to the electrophysiology lab for an atrioventricular (av) node ablation. During the procedure, it was noted that the device exhibited episodes of under-sensing and inappropriate pacing. No intervention was performed. Patient was in stable condition.